Event description:
(B)(4). Extremely heavy, long, and painful periods which resulted in hysterectomy in 2009. Cramping, stabbing pains, painful ovulation, vaginal discharge with odor, hot flashes, night sweats, incontinence, urgent and frequent urination, breast tenderness, abdominal flutters, body aches, especially joints, nausea, extreme bloating, bowel issues (constipation and diarrhea), dizziness, numbness in extremities, short term memory issues, forgetfulness, anxiety(worsened), depression, dizziness, food sensitivities, extreme itching, heart palpitations, hair loss, receding gums, insomnia, extreme weight gain, muscle spasms, "floaters" in vision, excessive sweating, ongoing cramping after hysterectomy.